Event description:
Pt with history of lung cancer underwent right thoracoscopic lung decortication, wedge resection, thoracotomy with lobectomy and mediastinal lymphadenectomy. During the thoracoscopic lysis of adhesions, it was noted by the attending surgeon that the ethicon disposable endoshears had a gash in the protective insulation. The pt suffered a 2cm burn in the skin in the posterior portion of the incision, which was subsequently excised and primarily closed. No further details were available concerning the pt's bur, but it is believed to be no more than a 2nd degree burn based on the treatment. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do.

Event description:
Add'l info rec'd from MFR 11/07/03: info is not available, the device will not be returned for analysis.